Event description:
Indication: chronic inflammatory demyelinating polyneuritis. Pt reports pump (serial: (B)(6) expiration date: not specified) is slowing down with each infusion. No missed doses/interruption to therapy or adverse event(s) reported due to product issue. Pump is not available for return. No further info known or provided. Reported to (B)(6).